Manufacturer narrative:
A total of 43 consecutive patients (29 male and 14 female) with a mean age at the time of surgery was 32 years (range, 10-71 years) this report is for an unknown synthes universal spinal system/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: zdichavsk, m. Et al (2004), accuracy of pedicle screw placement in thoracic spine fractures, european journal of trauma august 2004, volume 30(4), pp 241-247 (germany). This retrospective study was designed to analyze accuracy, complications, and revision rate of transpedicular screws in traumatic thoracic spine fractures using a scoring system from grade I to grade iii and postoperative computed tomography (CT) scans. Between 1995 and 2000, a total of 43 consecutive patients (29 male and 14 female) with a mean age at the time of surgery was 32 years (range, 10-71 years) who underwent surgery by transpedicular instrumentation were included in the study. Fixation was done using universal spine system (uss, synthes gmbh & co. Kg, umkirch germany) in 42 patients. The mean duration of follow-up time is unknown. The following complications were reported as follows: 6 patients underwent revision due to unsatisfactory placement seen in postoperative scan. 1 patient had an operative correction of lateral angulation of the spine caudal to the spinal instrumentation. This report is for an unknown synthes universal spinal system (uss). This is report 1 of 1 for (B)(4).